Manufacturer narrative:
The footswitch was received and inspected. The left and right wing covers and rear bumper were damaged. The heel rest and base plate were worn. The housing and heel base were broken. The footswitch was repaired. The footswitch was cleaned and lubricated. The footswitch was then tested and met all product specs. The root cause of the reported problem is unk. The issue was unable to be replicated in-house. A review of complaints for the last 24 months did not indicate any add'l similar reports for the system or the footswitch. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "footswitch not responding" (no code available). The nurse reported the footswitch stopped responding. The incision had been made, but surgery had not started. The footswitch was switched out without resolution. The system was then switched out and the case was completed. There was a 20 minute delay. No pt injury was reported.